Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and noticed that the safety disk was 3.5 million cycles past due. The stm then replaced the safety disk and completed all diagnostic and performance tests and let the iabp run for 1.5 hours. The iabp passed all tests and the stm could not duplicate the failure. The iabp was then approved for clinical use and returned to the customer.

Event description:
The customer reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) went into standby unexpectedly. No patient involvement or adverse event reported.